Event description:
It was reported that the patients ipg site was not healing well. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was washed out. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patients ipg site was not healing well. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was washed out. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility. Additional information was received that the physician suspected that there was an infection, however, the ipg site was only draining and not healing well.